Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and although the " error code e315" was not confirmed, it is possible that the event may have occurred due to moisture seeping into the inside of the universal cord from the leak point and damaging the internal kiban of the video connector. As for the cause of the water leakage from the universal cord, it is possible that it was caused by an irregular load applied during the user's handling, but the cause could not be identified. The event can be detected/prevented by following the instructions for use which state: "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the deflectable videoscope had an error code e315 (non-compatible endoscope). The issue was found during preparation for use prior to a diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient or user harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: perforations in the universal code prevented it from being waterproof, bending section cover adhesive was missing, light guide connector was corroded, and the video connector had a stain. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.